Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump alarmed compromised force sensor system and other insulin pump error during priming. The customer stated insulin pump restart and making noise stated that it had insulin pump restart and a code but did not recall the number it had the date and full circle. The customer stated noise stopped nothing it on the screen its making a beeping noise. The customer stated drive support cap was normal. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device monitored for several days and no blank display noted. Device passed the displacement test. Device received with motor error alarm during the basic occlusion test due to loose or protruded drive support disk. Unable to perform the a21 error test, prime or a33 test, excessive no delivery test and occlusion test or verify a21 and a33 alarm due to motor error alarm. Device received with normal operating current. Device passed self test. Device passed off no power test. No unexpected missing segments or partial display anomalies noted. No unexpected audio or vibrate alarm anomalies noted. Device received with cracked reservoir tube lip, cracked battery tube threads, cracked case from display window corner, cracked case, stained end cap sticker and broken belt clip slot. The test infusion set and reservoir does lock into place.